Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. The patient will be continuously monitored. Additional information was unable to be obtained. This device and lead remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that the ICD and rv lead continue to exhibit high shocking lead impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.